Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, although reset instructions were also emailed due to the lack of a charging cord. The caller plans to call back if the issue is not resolved.